Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 511s was taken out of a ftc10 kit. It tore while inserting endo shears during the procedure. The surgeon replaced the 511s and completed the case. There was no consequence to the pt.